Event description:
It was reported that the pulse generator could not be interrogated. The patient would be seen again in six months.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received on (B)(4) 2014 states that the device was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found loss of telemetry, unable to reproduce the failure at hybrid level.